Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 510 mg/dl. Customer stated that insulin pump was stopped giving insulin and leak in the reservoir. Customer having positive results of ketones test nausea, vomiting, abdominal pain, difficulty breathing, short of breath. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.